Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-02355. It was reported the patient was unable to adjust stimulation. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced which resolved the issue.